Manufacturer narrative:
Additional information. Manufacturer's investigation conclusions: analysis of the submitted photos confirmed a kink in the outflow graft that could have contributed to the reported low flows. No device-related issues were observed through the evaluation of the returned pump, heartmate ii lvas, serial number (B)(4). The reported high powers could not be confirmed through this evaluation. A direct correlation between the reported high power and returned device could not be conclusively established through this evaluation. Evaluation of the submitted photos confirmed a kink near the distal end of the outflow graft. A specific cause for the outflow graft kinking and the duration of time for which the graft was kinked could not be conclusively determined through this evaluation. Although the duration of time could not be conclusively determined, it should be noted that the kink could have contributed to the reported low flows if it was present while vad-56127 was supporting the patient. (B)(4) was returned assembled with the driveline (dl) cut approximately 2.5¿ from the pump housing and the distal end was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. Approximately 3.5¿ of the outflow graft and outflow graft bend relief were returned detached from the outflow elbow. The outflow elbow was returned attached to the pump¿s outlet port. The outflow graft bend relief collar was sutured in place around the outflow graft nut. The pump appeared to be exposed to a fixative. Lengthwise cuts were observed in the outflow graft bend relief and outflow graft. These cuts appeared consistent with the explant process. No twists or kinks were observed in the outflow graft material that was returned with the pump. Examination of the proximal side of the graft attachment revealed no evidence of developed depositions or thrombus formations. No depositions or thrombus formations were observed in the lumen of the graft. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Upon disassembly of the pump, it was noted that the outlet bearing cup was adhered to the outlet bearing ball. This appeared to be the result of blood remaining on the cup and ball after explant and being exposed to a fixative and drying. The depositions on the outlet bearing cup were smooth and showed no evidence of laminated layering, indicating that they were not present while (B)(4) was supporting the patient. No developed depositions or thrombus formations were observed on the pump¿s blood-contacting surfaces. Upon removal of the dried, fixed blood, the disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The manufacturer's investigation conclusion was updated with additional information: through the evaluation of the submitted photos no significant tissue ingrowth could be observed through the submitted photos, and a direct correlation between the reported tissue between the outflow graft and bend relief and observed kink could not be conclusively established. The reported tissue could not be confirmed through evaluation of the submitted photos. The report events (outflow graft obstruction / tissue between the outflow graft and bend relief) could not be confirmed through the evaluation of the returned device. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event occurred at the clinical center of (B)(6). Device available for evaluation, device evaluated by MFR: the device is expected to be returned for evaluation. It has not yet been received. Approximate age of device - 4 years, 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had flow limitation despite a high rpm (10000 rpm) without possibility to unload the left ventricle so the patient had a pump exchange on (B)(6) 2019. Blood labs showed that ldh levels were not significantly elevated. During the procedure, tissue was found in between the bend relief and outflow graft which could have caused the limitation of flow. After the exchange, the new lvad achieved normal left ventricle unloading. No further information was provided.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.